Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the final investigation. Updated fields h2, h6, h11. Corrected fields h6, h11. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure due to leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the evis exera iii gastrointestinal videoscope had scope communication error b30. The issue occurred during a diagnostic gastroenterology procedure (during sedation- device inside the patient) which was completed with a back-up device. There were no reports of patient harm.